Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and received insulin flow block alarm. The customer also reported insulin flow block event which was resolved by changing the reservoir. The customer stated that there were cracks on the screen thus it was hard to read. It was also reported that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.